Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first few clip scissored. A second device was pulled and the same thing occurred. A third device was pulled to complete the case with no patient consequence. Two devices were discarded.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (b and c) were returned in good visual condition. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. In addition each device locked out as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices b and c additional information: batch # j90c4f, expiration date: 01/2017, manufacturing date: 02/2012. The analysis results found that the device (d) was returned in its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device d additional information: batch # j90c91, expiration date: 01/2017, manufacturing date: 02/2012. The analysis results found that devices (e, f, g and h) were returned in their original packages. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Devices e, f, g and h additional information: batch # j9082v, expiration date: 01/2017, manufacturing date: 02/2012.